Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Manufacturer contacted customer on 08/07/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for e-0 and low blood glucose results. The expected fasting blood glucose test result range is 119 mg/dl. The customer did report symptoms of feeling tired all the time and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 92mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 4/25/2017. The meter memory was reviewed for previous test result history(date/time not stored correctly): 1:172mg/dl (B)(6) 2017 09:57 am fasting: yes. 2:120mg/dl (B)(6) 2017 09:49 pm fasting: yes. 3:180mg/dl (B)(6) 2017 10:03 am fasting: yes. 4:170mg/dl (B)(6) 2017 10:17 am fasting: yes. 5:94mg/dl (B)(6) 2017 09:54 am fasting: yes.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely . Test strip UDI#: (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for e-0 and low blood glucose results. The expected fasting blood glucose test result range is 119 mg/dl. The customer did report symptoms of feeling tired all the time and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 92mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 4/25/2017. The meter memory was reviewed for previous test result history(date/time not stored correctly): (B)(6).

Manufacturer narrative:
Report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-134 user has low glucose value. Test strip UDI#: (B)(4). Manufacturer contacted customer on 08/07/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for e-0 and low blood glucose results. The expected fasting blood glucose test result range is 119 mg/dl. The customer did report symptoms of feeling tired all the time and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 92mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history(date/time not stored correctly): the 172mg/dl (B)(6) 2017 09:57 am fasting: yes, 120mg/dl (B)(6) 2017 09:49 pm fasting: yes, 180mg/dl (B)(6) 2017 10:03 am fasting: yes, 170mg/dl (B)(6) 2017 10:17 am fasting: yes, 94mg/dl (B)(6) 2017 09:54 am fasting: yes.